Manufacturer narrative:
The field service engineer replaced sample probes and adjusted them. The ise flow path was washed and the rinse water volume was adjusted. Precision studies were performed and passed. The issue was resolved after these actions. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 calcium gen.2 and a second patient sample tested with phos2 phosphate (inorganic) ver.2 on cobas 8000 c 702 module. No questionable results were reported outside of the laboratory. No units of measure were provided. The first sample initially resulted in a calcium value of 5.8 and it repeated as 9.1. The second sample initially resulted in a phosphorus value of 6.1 and it repeated as 9.3. The calcium and phosphorus reagent lot numbers and expiration dates were requested, but not provided.